Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined. The report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file. The log file captured low flow hazard alarms occurring on (B)(6) 2017. Despite the alarms, the system showed normal device operation above the low speed limit for the duration of the log file. A specific cause for the alarms could not be conclusively determined. The account reported the patient was found to be dehydrated and the low flow alarms resolved when treated with IV fluids. The patient''s elevated ldh was treated with heparin and the ldh decreased. The patient was discharged and remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device- 9 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2008. It was reported that the patient was admitted to the hospital on (B)(6) 2017 with an elevated lactate dehydrogenase (ldh) of 1334 u/l. The patient was started on intravenous fluids and heparin. The patients ldh trended down after treatment; however the system produced low flow alarms on the morning of (B)(6) 2017. Log file analysis completed by the manufacturer¿s technical services representative did not contain attributes suspicious for the presence of thrombus within the motor chamber. On (B)(6) 2017, the vad clinician reported that the low flow alarms resolved with fluid bolus. The patient was discharged home on an unspecified date and was doing well. The patient¿s ldh has been in the 400¿s u/l since discharge. The customer will continue to monitor the patient¿s ldh values. No additional information was provided.